Manufacturer narrative:
The affected cockpit of the device was examined at the local repair shop. The log file was made available for further investigation. Based on the analysis of the log file the reported failure of the gs500 could not be confirmed. Examination of the cockpit confirmed a persistent cockpit malfunction. The bios battery, housing kit, display, and rotary knob have been replaced. The device was confirmed to be operating as per manufacturer´s specification. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. A warm start sequence of the cockpit may last 45 seconds. If it would take longer, the warm start procedure will be repeated automatically. After three unsuccessful attempts the workstation would stop restarting the cockpit with accompanying audible alarm tone. The ventilation is not affected by a warm start of the cockpit. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. In case of a complete loss of function of the cockpit the ventilation continues with the last settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device alarmed gs500 failure on screen and then the screen went blank. No patient injury was reported. The user does not remember if there was patient involvement. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device alarmed gs500 failure on screen and then the screen went blank. No patient injury was reported. The user does not remember if there was patient involvement. The device has no UDI as an UDI was not required at the time the device was manufactured.